Event description:
A customer contacted baxter technical service regarding feeling bloated during a dwell 2 of therapy using the homechoice system .the home pt had bypassed the initial drain and reported feeling full during dwell 2. The service rep put the home pt into a manual drain and they manually drained 4977ml. The total ultrafiltration was 1610ml. The initial drain volume was 20ml. The therapy was programmed with the following therapy parameters: ccpd/ipd, total volume=11,500ml, total time=10 hours, fill volume=2500ml, last fill volume=1500ml, dextrose=same, initial drain alarm set point=1000ml, comfort control temperature=36, last manual drain=no. A swap of the device was arranged at the time of the initial call. Follow up with the home pt revealed she has problems with low drain volume alarms. She stated that she peforms bypasses as the system is always alarming. The low drain volume alarm and associated minimum drain percentage was explained to the home pt (if drain volume is less than programmed minimum drain percentage a low drain volume alarm occurs). The home pt was also instructed to contact baxter technical service if she has low drain volume alarms as they can assist her with making sure she is empty if a bypass is necessary. The home pt's nurse was aware of the difficulty draining. The nurse reported the home pt recently received a new machine to make sure that was not the cause of the problem. The home pt continued to have problems after receiving the new device. The nurse and doctor are in the process of meeting. The nurse reported a possible cause of the difficulty draining was constipation. There have been no changes to the home pt's therapy parameters (default minimum drain percentage of 85%). The nurse and doctor would continue to monitor the home pt. The nurse reported there was no pt injury or medical intervention associated.

Manufacturer narrative:
.